Event description:
4-way-t-piece with 2 one way valves. Small part on the inside of the unit. The valve is not connected well and can come free then can be unhaled deep into pt's lungs. New packages opened have the same problems. Called rovsch.